Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic upper lobe lobectomy, during the lung tissue ligation, the surgeon heard a snap in the handle due to thick and hard tissue. 4 more other handles were opened, and the same issue occurred. The sales representative was then called in to scene with the 6th handle and then advised that the snap was designed and intended. The procedure was converted into an open procedure.